Event description:
Additional information received reported that the patient's spinal cord system was so old it was just not working. The patient will see a neurosurgeon for evaluation; the patient will either have spinal surgery or have a new spinal cord stimulation system implanted. If additional information is received, a follow up report will be sent.

Event description:
It was reported that there was insufficient simulation. The patient was in the office at the time of this report. When the patient palpated the internal receiver, he had a loss of stimulation. It had been over a year prior to the date of this report since sufficient date, exact date was unknown. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu _unknown_lead, product type: lead. (B)(4).